Event description:
During incoming inspection of a pulsar generator in the hospitals biomed department, a sales rep generator failed the ac ground integrity test. If the generator failed the ac ground integrity test the possibility exists that the user could be shocked with utilization of the generator. Customer was utilizing an esu analyzer to perform the test. Generator was not allowed into the facility and was not utilized in the case. No patient or case involvement.

Manufacturer narrative:
Product event # (B)(4). Method, results ,conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4)

Manufacturer narrative:
Product event #(B)(4). Evaluation process: generator is a non-ul unit. This did not affect system behavior. Unit received in standard shipping container. Unit received in poor condition with case staining, broken left side trim piece and rear nylon screw in base broken. No power cord, user manual, nor handpieces were received with unit. Unit underwent full electrical safety testing (ground bond test, hipot test, and rf leakage test) per test procedure tp-00005 and exhibited passing results. Under went rf leakage testing (steps 5.30-5.32 of tp-0004) and exhibited passing results. Internal visual inspection found nothing moving or broken in unit. Unit delivered rf energy correctly into fixed resistors. Error log indicates that the ucb real time clock battery died on or after 14aug2013 (this did not affect system behavior. Root cause: the reported issue could not be replicated by technician. Unit passed full tp-00005 (electrical safety testing,) rf leakage testing, and was fund to deliver rf energy correctly into fixed resistors. Case staining is due to the use of aggressive cleaning agents in the feild. Physical damage is the result of rough handling in the field. Ucb real-time clock battery died due to age. (B)(4)

Event description:
During incoming inspection of a pulsar generator in the hospitals biomed department, a sales rep generator failed the ac ground integrity test. If the generator failed the ac ground integrity test the possibility exists that the user could be shocked with utilization of the generator. Customer was utilizing an esu analyzer to perform the test. Generator was not allowed into the facility and was not utilized in the case. No patient or case involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.